Event description:
It was initially reported that the zimmer meshgraft ii was not meshing correctly. Add'l clinical follow up determined the reported issue occurred during surgery and a pt was involved in the reported event. In the event, the skin was placed on the mesher and halfway through, the lever didn't work and it ruined the harvested skin. She stated that another split thickness skin graft was obtained from a different site and an alternate mesher was used. There was a delay of about 20-30 minutes to the surgery.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.